Manufacturer narrative:
Additional narrative: a product investigation was completed: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 14382-01) was received with the complaint category of broken: tip broken postoperatively. The complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Further evaluation at the complaint handling unit shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. Per the technique guide, the ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located within 6mm to 8mm of the distal edge of the drive shaft helix. The helix is intact but significantly flattened and the broken tip was not received. The missing portion is estimated to be approximately 15.5mm long. The proximal connecting post shows severe scraping and deformation. The balance of the device is in working condition with surface scratches over the length of the device. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. The drive shaft helix was revised from grade 304 stainless steel to grade 316l stainless steel (with kolsterization surface treatment) to improve its resistance to wear. However, this change and the rest of the design history were determined to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued over the devices approximately 9 year lifespan. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided, however, it is most probable that use of an incorrect drive unit over the devices approximately 9 year lifespan repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional dates of manufacture are jun 20, 2006 and jun 22, 2006. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing dates: 04may2006, 20june2006, and 22june2006.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a long reamer irrigator aspirator (ria) shaft broke off as the shaft was being disassembled from the tube assembly after a surgical procedure. There were no reported issues with the device during the procedure. This is report 1 of 1 (B)(4).